Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Company representative reported patient was injected with juvéderm® ultra in the lips. Patient started "having a delayed vascular occlusion¿ above the lips after the injection. Patient was treated with hylenex. Event is ongoing. Patient was concomitantly injected with juvéderm® voluma¿ xc. This is the same event and the same patient reported under MDR ID# 3005113652-2023-00703(allergan complaint (B)(4) ). This MDR is being submitted for the suspect product, juvéderm® ultra.